Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reoperation and resolution of the bleeding; however, it was communicated that the account will not provide any further information related to the event. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2023 when they ultimately received a heart transplant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The IFU lists potential adverse events, including bleeding, which may be associated with the use of the heartmate 3 lvas. This document also outlines the recommended anticoagulation regimen, including international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced procedural bleeding related to implant procedure in the hospital. The site of the bleeding was determined to be the sternal wire. The patient received a blood transfusion of greater than 4 but less than 8 units of red cell concentrate on (B)(6) 2023. The patient's prothrombin time (inr) was 1.2 international units. Activated partial thromboplastin time (aptt) was 32 seconds and platelet counts were 17.7 ×104/l . The patient received drug therapy, however the event resulted in surgery/reoperation. The patient was not on anticoagulant therapy at the time of the event. The causal relationship with the device was determined to be clearly related.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.